Event description:
The event is reported as: complaint alleges: prior to patient use, the jaws aren't working correctly. The jaws do not close when the closure of the clips are being made. The clips remain in the slots but do not close during the application. No patient injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.